Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer software took an extended period to load, was unable to work correctly, and it stopped working and sometimes became unresponsive. No functional anomalies were observed. The stylus was missing. The software was fully re-installed as a preventive measure to eliminate possible software issues. The programmer then passed all the final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer software took an extended period to load, was unable to work correctly, and it stopped working and sometimes became unresponsive. There was no patient involvement.